Event description:
It was reported that after having successfully completed the tunnel drilling, the device was found not to straighten out of the 90 degree position. The surgeon had to remove the entire drill sleeve in order to remove the cutter from the patient. After having removed the drill sleeve from the patient it was necessary that the surgeon had to pass the fiberstick from inside the joint to the outside of the patient's leg. Had the drill sleeve been in place, the passing of the fiberstick would have been done though the drill sleeve. An existing incision had to be extended in order to locate the fiberstick. The case was reported to have been successfully completed without further issues. The procedure was an acl repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. Complaint evaluation revealed that the device has a slightly bent shaft, circumferential marks along the distal end of the device and damaged tip. The returned device was function tested and it was observed that the device actuates and locks in place in both straight and 90 degrees positions. A definitive cause of the event cannot be confirmed. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.